Event description:
Boston scientific crm received info that this dextrus right ventricular lead exhibited high thresholds. In a revision procedure, a repositioning of the lead was attempted. The lead could not be successfully repositioned, and was explanted and replaced with a new lead. No adverse pt effects were reported.